Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy procedure. Patient's age and weight were not provided. Per complainant, during the procedure, the physician was unable to open the clip. A second resolution clip device was utilized to complete the procedure. There has been no report of complications or injury to the patient. Post procedure, the status of the patient was reported as fine.

Manufacturer narrative:
Failure to open. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.